Manufacturer narrative:
(B)(4); batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the stapler failed to staple. Medical report I certify that the contour stapler used in the patient's rectosigmoidectomy failed to staple the lower rectum, requiring another unit to complete surgery. Procedure: rectosigmoidectomy.